Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trailing doctor attempted to insert fully assembled trial with a few quick rapid taps from his palm. This resulted in a fracture of the tasp.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed through visual inspection. The returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces returned. Review of the device history records identified no deviations or anomalies. Investigation identified instrument misuse as a contributing cause for tasp fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.